Event description:
The pt underwent a surgery for a sigmoid tumor on december 15th. The pt's conditions were good for 12 hours post op and then a clear fluid appeared in the drain. Overnight, the pt developed a fever and signs of acute peritonitis. Two days post op, the pt underwent CT that showed a collection of fluid around the anastomosis area. The ring, which was visible at the anterior site, was removed off and an hartmann procedure was performed. The pt stabilized at ICU.

Manufacturer narrative:
The device production history files were reviewed and found to be in order indicating that the device was released pursuant to the product specifications. The car ring was returned and evaluated by the company. No failure was detected and the ring was found to be within its specification. Anastomotic leakage is one of the most common complications of colorectal surgeries and therefore, is considered to be an anticipated event with anastomotic devices. The current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.